Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to event description or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock while using a grinder to cut/levigate the floor, lost control of the instrument, ended up giving himself an abrasion on the arm, and was not hospitalized for the wound. The wound was medicated by the patient, there was no intervention. The patient is a carpenter and mainly works with different tools. Latitude data was reviewed, and the patient came to the clinic for a follow-up. The episode appears to be basically myopotential noise or a combination of posture/myopotential/strong vibrations. The physician had the patient performed isometric exercises, but the noise was not reproducible. No intervention was needed, the plan is to continue monitoring the patient via latitude and gain feature was programmed to 2x. The physician had instructed the patient to not use unsafe tools. No additional adverse patient effects were reported. This device and electrode remain in-service.